Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that, several days after implant of a pacemaker system, this patient presented to the emergency room, where computed tomography (CT) imaging showed atrial perforation by the right atrial (ra) lead. It was noted this perforation caused the ra lead to migrate into the mediastinum, resulting in pericardial effusion. Subsequently, the patient underwent thoracentesis. Additional surgical intervention was performed at a later unknown date to explant this ra lead and suture the perforation. No additional adverse patient effects were reported.